Event description:
Patient experiencing a withdrawal episode. Follow up with hcp revealed patient experienced grand mal seizures - new symptom for patient and hcp suspected to be baclofen related. Dye study done and catheter appeared to be kinked. Surgical exploration revealed a tear in the catheter at the lumbar spine. Spinal tap preop was clear. Devices replaced - pump had not malfunctioned. Postoperatively patient developed symptoms of meningitis - spinal tap positive. Devices explanted. Patient making satisfactory post explant recovery.